Event description:
Hcp reported pt presented with signs of infection of the device pocket. These include redness, swelling, drainage, pain and incisional would opening. Cultures of the device pocket. Unk type of organism cultured. Pt was treated with both IV and oral antibiotics and total device system explant. Hcp reports pt's infection resolved without drug withdrawal. Risk factors are debilitated status and complex regional pain syndrome.